Manufacturer narrative:
Qn# (B)(4). A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73a1900149 the staplers were functionally inspected (fired) and issue reported "dysfunctional stapler" was not observed in the current manufacturing process, the staples were loaded and released correctly. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The device history review for the product visistat 35r 6/box lot#73f1800778 investigation did not show issues related to the complaint. At this time since the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The stapler broke thus staples could not be fired.